Event description:
It was reported that this implantable cardioverter defibrillator delivered 4 bursts of inappropriate anti-tachycardia pacing due to oversensing of myopotential noise. Technical services reviewed the data and confirmed inappropriate atp and suggested reprogramming device ventricular tachycardia rate cut off from 170 to 180. This device remains in service and no adverse patient effects were reported.